Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿509 mg/dl¿ compared to feeling/normal reading. This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with self-adjusting insulin. On the night of (B)(6) 2014, the patient tested at ¿509 mg/dl¿ on the subject meter and took his insulin accordingly. He went to bed and reportedly woke up 6 hours later with symptoms of ¿sweating, shaking, and did not know what he was saying.¿ upon the arrival of the ambulance, the patient tested at ¿21 mg/dl¿ on the emt meter and was given food/drink. His blood glucose increased to ¿80 mg/dl¿ after 30 minutes. The patient was feeling much better after treatment. The patient confirmed the unit of measurement was set correctly. The test strips were within the discard date. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient took insulin per the elevated lfs meter reading and subsequently required hcp medical treatment for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (05/27/2014).the patient¿s meter has been returned on 5/15/2014 and evaluated by lifescan product analysis on 5/17/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.